Event description:
Same case as MFR report #: 2134265-2009-01582, -01583. Same pt as MFR report #: 2134265-2008-00871, 00872. It was reported that 254 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The target lesion was 63% stenosed and located in the mid lad (left anterior descending) measuring 2.37x15.5mm. A 3.5x24mm taxus express2 drug eluting stent was implanted in the proximal lesion at 16 atms without predilatation. Following deployment, a new stenosis caused by plaque shift was found in the distal portion to the stent and was treated with a 3.5x8mm taxus express2 drug eluting stent at 10 atms. When postdilating the stents with the delivery balloon, another new stenosis caused by plaque shift occurred in the proximal lad and was treated with a 3.5x20mm taxus express2 drug eluting stent at 18 atms. The stents were postdilated at 18 atms. There was no gap between the stents. Residual stenosis was 15%. Intravascular ultrasound (ivus) revealed the stents were well apposed. The pt was discharged two days post procedure. The pt's condition following the procedure was noted to be good. No problems were noted at the one and six month study follow ups. The pt returned on day 254 for a study scheduled follow up and 75% in-stent restenosis of the mid lad was confirmed. Treatment consisted of predilation and placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The pt was discharged two days post reintervention with the event listed as resolved and no problems were noted at the 12 month follow up. The pt was reported to be taking bayaspirin and panaldine at the time of this event

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg records related to this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specs prior to shipment. The root cause of this event is anticipated procedural complication, because stent restenosis is a known physiological effect of the procedure and is noted within the dfu.